Event description:
Rn was at bedside administering medication and noted droplets coming from IV tubing below the rate control area of alaris pump. The rn opened tubing door to find medications dripping from area where firm tubing and flexible tubing are joined by hard plastic. The rn stopped infusion and removed tubing with medication from the pump and patient.the tubing was leaking outside of the pump.